Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead remains implanted. Patient had noise on lead and received 4 inappropriate shocks over the course of the week before event date. Should additional information become available, it will be added to this file.